Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). The customer does not have backup insulin therapy and will contact their health care provider for a backukp plan. Customer¿s blood glucose (bg) level was 108 mg/dl.